Event description:
The acetabular cup in the patient specific pre-operative planning had to be planned outside the norm due to patient specific morphology, however the relevant patient specific note was not added to the ops plan report (k181061). This issue was detected prior to the point of use of the product and immediate correction was made to the product and it was released. The risk of missing patient specific warnings or notes from the engineer is considered in the product risk assessment (opt-sk-13 rev10 fem p161) to be a risk of the surgeon misinterpreting the plan, and incorrect prescription of the plan, which could lead to the patient having pain or gait problems.

Manufacturer narrative:
Method: ops plan, ops plan appendix and the device history record were investigated. Results: the majority of the ops plan warnings are automatic however notes added to specific to implant positioning such as the note applicable for this case were manual and needed to be entered manually. The note required on an ops plan for the cup planning should have been added to the notes section of the ops plan and then subsequently checked by the engineer at the next production step. This was an oversight of the ops engineer and subsequent quality check engineer during two different stages of the production (op45 and op50). Conclusion: the issue occurred as a result of an operator error. However, the reports were updated and uploaded on the portal accessible to the surgeon. No adverse event occurred as a result of this issue. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
The acetabular cup in the patient specific pre-operative planning had to be planned outside the norm due to patient specific morphology, however the relevant patient specific note was not added to the ops plan report (k181061). This issue was detected prior to the point of use of the product and immediate correction was made to the product and it was released. The risk of missing patient specific warnings or notes from the engineer is considered in the product risk assessment (opt-sk-13 rev10 fem p161) to be a risk of the surgeon misinterpreting the plan, and incorrect prescription of the plan, which could lead to the patient having pain or gait problems.

Event description:
The acetabular cup in the patient specific pre-operative planning had to be planned outside the norm due to patient specific morphology, however the relevant patient specific note was not added to the ops plan report (k181061). This issue was detected prior to the point of use of the product and immediate correction was made to the product and it was released. The risk of missing patient specific warnings or notes from the engineer is considered in the product risk assessment (opt-sk-13 rev10 fem p161) to be a risk of the surgeon misinterpreting the plan, and incorrect prescription of the plan, which could lead to the patient having pain or gait problems.